Event description:
On (B)(6) 2012, the pt reported that she noticed condensation in the cartridge compartment of her infusion device. The pt thinks the condensation is from a leaky insulin cartridge. There was only a small amount of condensation and she was able to clean it out using a q-tip. She stated it smelled like insulin and there was also condensation in the bottom of the insulin cartridge where she thinks the leak occurred. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Insulin cartridge, adapter, and infusion set were requested to be returned for product eval.

Manufacturer narrative:
Product was received on (B)(4) 2013. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.